Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient complained the pain. The surgeon found the pseudo tumor by the CT image.the surgeon was suspecting that the tissue reaction was due to mom, and decided the revision surgery.

Manufacturer narrative:
Further investigation was completed by applied research and bioengineering, with a report received 16-june-14, concluding: root cause: undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Further investigation was completed by applied research and bioengineering, with a report received 16-june-14, concluding: root cause: undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
An s-rom-a hip stem was returned along with a mating 36 mm ultamet head and a 36 mm x 50 mm ultamet metal insert for evaluation. The mating femoral sleeve was not returned for analysis. A wear stripe suggesting microseparation of the head and liner was evident on the femoral head. The articular surface of the head and the acetabular liner appeared otherwise unremarkable. A small area of dark staining was seen on the femoral stem within the area in which it had mated with the femoral sleeve. This may be the result of fretting between the stem and sleeve. The femoral neck taper shows areas of discoloration and black debris suggestive of fretting corrosion deposits. Comparison to the goldberg criteria for corrosion and fretting scores suggests a score of 4. The x-ray eds spectra and elemental maps from typical areas of corrosion deposits on the neck taper. Eds analysis showed deposits containing molybdenum, chromium, and oxygen but not cobalt and less titanium than ti-6al-4v substrate suggesting that may be comprised primarily of chromium and molybdenum oxides. The femoral head taper also shows black corrosion deposits and green deposits on the chamfered surface leading into the mouth of the taper. Published literature suggests that such green deposits at the entrance to the female taper contain chromium orthophosphate compounds.2 the head taper was also assigned a corrosion and fretting score of 4 according to the golberg criteria. X-ray images received are not dated, but it is stated which is pre-revision and which is post-revision. Upon review of pre-revision image, implant appears to be placed in proper position. It cannot be determined, with the x-ray provided, that the complaint is product related. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.